Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor was a specific product problem reported. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.

Event description:
Attorney reported: in 2000 - the pt underwent a hernia repair procedure with placement of a composix mesh patch. In 2006 - the pt presented to the hospital with severe abdominal pain. The pt was admitted to surgery in which the mesh patch was explanted. The operative report notes that the patch had failed and the pt sustained perforations, adhesions and had multiple abscesses. The pt has suffered and will continue to suffer physical pain and mental anguish.